Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no reported adverse impact. The customer was instructed to uninstall the app, forget the pump from the bluetooth menu, reinstall the app, and attempt to pair again; however, this did not resolve. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.